Manufacturer narrative:
Component (B)(4) relates to device (B)(4) for needle detachment.

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold lite vaginal support system, the needle detached from the suture and fell loose inside the patient. The physician decided to leave to detached needle inside the patient and completed the procedure with this uphold lite device. There were no complications to the patient, who was fine at the conclusion of the procedure.